Event description:
It was reported the device had a speaker failure and the sound cannot be turned on. A restart did not solve the reported issue. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed onsite service personnel which included testing of the alleged device. The results of the analysis were that the internal speaker connection cable was loose and needed to be reconnected. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the internal speaker cable was loose. The issue was resolved by reconnecting the internal speaker cable. E1: reporting institution phone#: unknown e1: reporter phone #:unknown. E1: reporter email: unknown.